Event description:
It was reported that two of the patient¿s leads were broken and they thought it happened when they fell. The patient fell on their right side and hurt their right shoulder. The patient turned their stimulation off after they fall because they had stimulation in the rectum. The patient was going to get their leads fixed on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that patient had chosen to have theimplantable neurostimulator remove on (B)(6) 2015. The patient fell (B)(6) 2014, and two of the leads were broken. The fell, injured their left shoulder and needed an MRI before a doctor will talk to patient about surgery. The implantable device has helped, but, not the leakage from when patient laugh, sneeze or cough. The patient's last two weeks have been miserable due to a bad sinus infection, resulting in excessive coughing and sneezing.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v464762, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).